Manufacturer narrative:
Additional relevant information will be provided when the device evaluation is completed.

Event description:
Same case as: 1649384-2013-00041. It was reported that during surgery, the ardis implant broke. Levels being treated were l3-l5 which had heavily collapsed disc spaces. As the surgeon was inserting the ardis implant at l3 beyond the trailing edge of the vertebral body the breakage of the implant threads occurred and then the inserter came loose. It was not possible to secure the implant to the inserter. The broken portion was retrieved from the patient however the remaining portion of the implant was fixed firmly in the disc space and left in place. The surgeon reported to have not re-checked proper attachment of the implant to the inserter prior to insertion. Another ardis implant was successfully implanted at l4/l5.